Event description:
A (B)(6) female patient with a femur fx was implanted with an liss plate approximately 9 moths ago. Post-op, x-rays on an unknown date revealed a mal-union. Patient underwent revision surgery on (B)(6) 2012 during which all hardware was explanted and patient was then closed. Patient is being treated for a possible infection. All explanted hardware was given to patient and will not be returned.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.